Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned to the manufacturing site for investigation. Without the return of the lens, the complaint cannot be confirmed. Manufacturing record review: a review of the manufacturing records was performed. There were no non conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The lens met specification prior to release. A search on complaints revealed that no other complaints for this order number were received to date. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4) explant of intraocular lens. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens, model zct225 18.0 diopter, was explanted and replaced with a lens of the same model but a 19.0 diopter. No further information was provided.